Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon noted on (B)(6) 2018 that the tip of the small hexagonal screwdriver is worn and could lead to stripping in a screw recess. No patient involvement was reported. This report is for one (1) small hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number. Date returned to manufacturer. Date of manufacture a review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 314.570; lot: 7864780; manufacturing site: haegendorf; release to warehouse date: 11. May.2012. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: customer quality investigation: investigation flow: damage- visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed significantly worn hex tip on the returned screw driver. Furthermore, slight twisting of tip was observed in the direction of resistance encountered during screw insertion. No further issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. A relevant dimensional inspection of the distal hex tip feature could not be conducted due to the post manufacturing deformation (twisted). Review of the device history record showed that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Therefore, this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. A definitive root cause for the returned screwdriver shaft becoming twisted could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force during screw insertion. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.